Manufacturer narrative:
Product complaint # ==> pc-000107742 investigation summary ==> from the information reviewed, it was unlikely that a manufacturing or re-processing defect was present. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that upon opening the box inside was a 2 left femur implant but supposed to be a 1.5left femur implant (of pfc sigma). / / investigation method: / / investigation summary:

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon opening the box inside was a 2 left femur implant but supposed to be a 1.5 left femur implant (of pfc sigma).